Event description:
It was reported that the patient with this implantable device experienced palpitations while standing near one of the machines from his printing business. Reportedly, the symptoms were able to be recreated in clinic, and further advice was requested regarding electromagnetic interference (emi) from the specific models of the machines from the patient business. Technical services (ts) provided advice and it was discussed that it is necessary to verify the presence of static magnets on the equipment surface with the manufacturer of the machines. The device model/serial number is not available at this time, further information was requested. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable device experienced palpitations while standing near one of the machines from his printing business. Reportedly, the symptoms were able to be recreated in clinic, and further advice was requested regarding electromagnetic interference (emi) from the specific models of the machines from the patient business. Technical services (ts) provided advice and it was discussed that it is necessary to verify the presence of static magnets on the equipment surface with the manufacturer of the machines. The device model/serial number is not available at this time, further information was requested. The device remains in service. No additional adverse patient effects were reported. Boston scientific has made attempts to obtain additional information from the clinic, however; no response was received.